Manufacturer narrative:
This event happened at (B)(6) institute for clinical and experimental medicine in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent an urgent pump exchange on (B)(6) 2022. The reason of exchange was noted to be due to suspicion of pump obstruction. The patient was transferred to the intensive care unit and was hemodynamically stable at the time of transfer.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed an adhered deposition around the distal lumen of the inlet extension; however, a specific cause for the formation of the deposition could not be conclusively determined. No device-related issues were discovered that would have contributed to the formation of the deposition. (B)(6) was returned assembled with the pump cable severed approximately 4.0¿ from the pump header with the distal section measuring approximately 22¿. The modular cable, sealed outflow graft, outflow graft bend relief, and apical cuff were not returned. An adhered, tissue-like deposition was discovered around the distal lumen of the inlet extension. While this tissue did appear to partially obstruct the inlet extension (~33%), it did not appear to have impacted the flow of blood through the device as no additional depositions or thrombus formations were observed throughout the device. The deposition appeared to have developed in the distal lumen of the inlet extension as it was adhered and demonstrated denaturation of its edges; however, a specific cause for the formation of the deposition could not be determined and a length of time for which the deposition was present could not be conclusively determined. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Although thrombus was confirmed, it did not appear to be fully obstructing the blood flow path. In addition, the lvad event and periodic log files were retrieved from the returned device, and review of the log files did not show low flows or any evidence of blood flow obstruction occurring during support. The retrieved log files appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25sep2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 lvas. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 5 of the IFU cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, is currently available. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.